Manufacturer narrative:
Zoll medical corporation has rece'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during b iomed testing the device failed to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.